Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed temperature cable. They would like to troubleshoot the machine. Water temperature (wt) was 40.1c, flow rate (fr) was 1.3lpm. Explained arctic sun device was responding properly. Esophageal probe in place. Recommended to verify placement. They were not in the room when they called, but when they walked in the room, they noted the patient temperature (pt) was now 33.4c. Had them flex cable and patient temperature (pt) changed to 32.7c. Explained it was likely the cable had a short in it. They were able to obtain a cable from another device and restart therapy. They will order a new cable. A DHR review is not required as the lot number is unknown. The lot number for this investigation is unknown. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h the reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse notes patient temperature (pt) was 31.9c, but targeted temperature (tt) was 33.5c. They would like to troubleshoot the machine. Water temperature (wt) was 40.1c, flow rate (fr) was 1.3lpm. Explained arctic sun device was responding properly. Esophageal probe in place. Recommended to verify placement. They were not in the room when they called, but when they walked in the room, they noted the patient temperature (pt) was now 33.4c. Had them flex cable and patient temperature (pt) changed to 32.7c. Explained it was likely the cable had a short in it. They were able to obtain a cable from another device and restart therapy. They will order a new cable.

Event description:
It was reported that the nicu nurse notes patient temperature (pt) was 31.9c, but targeted temperature (tt) was 33.5c. They would like to troubleshoot the machine. Water temperature (wt) was 40.1c, flow rate (fr) was 1.3lpm. Explained arctic sun device was responding properly. Esophageal probe in place. Recommended to verify placement. They were not in the room when they called, but when they walked in the room, they noted the patient temperature (pt) was now 33.4c. Had them flex cable and patient temperature (pt) changed to 32.7c. Explained it was likely the cable had a short in it. They were able to obtain a cable from another device and restart therapy. They will order a new cable.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.